Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix, therfore, the helix mechanism could not be tested. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations of failure to capture, undersensing, high pacing thresholds and helix extension/retraction difficulty.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited failure to capture and undersensing. The lead also exhibited high pacing thresholds. Reportedly, the lead helix was not able to be retracted for repositioning and was subsequently removed prior to pocket closure. Another lead was successfully implanted to complete the procedure. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited failure to capture and undersensing. The lead also exhibited high pacing thresholds. Reportedly, the lead helix was not able to be retracted for repositioning and was subsequently removed prior to pocket closure. Another lead was successfully implanted to complete the procedure. No additional adverse patient effects. The lead is expected to be returned for analysis.